Manufacturer narrative:
The device was returned to olympus for evaluation. The customer reported issue of air/water leakage was confirmed. Device evaluation found pinhole in the a-rubber ( bending section ) and due to a pinhole on a-rubber, water tightness is lost. In addition, the device evaluation found adhesive around objective lens is peeled (deterioration/breakage of the adhesive (chemical stress/physical stress). Furthermore, the following findings were identified during inspection: the angle wire became longer than normal, adhesive on bending section cover or distal sheath (a-rubber) has a chip. Due to a pinhole on a-rubber, water tightness is lost, video connector is deformed, protector of universal cord on suction connector side has a scratch, and due to wear of angle wire, bending angle in up direction does not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause cannot be identified, however, the presumed cause of the phenomenon (peeled adhesive) caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the endoeye flex 3d deflectable videoscope to olympus repair center for evaluation of air/water leakage. During the device evaluation, adhesion peeling on the objective lens (reportable malfunction) was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.